Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 that occurred in (B)(6). The information provided indicated a "distorted picture. When pressing air - h2o squirting out onto lens. Small bubbles popping on screen" involving pentax medical video colonoscope model ec38-i10nl, serial number (B)(4). No additional information was received with the complaint. The investigation is in-process. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this is caused by environmental factors, that prevent proper cleaning of the lens surface. Resulting in blurring of the image.